Event description:
(B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at site connector. At the time of the first event, her blood glucose level was 112-130 mg/dl while it was 112 mg/dl at the time of the second event. Reportedly, the infusion sets were not used at all. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.